Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was initially reported that the pump was miscalculating the bolus amount. While troubleshooting with tandem technical support, the pump time was found to be incorrect due to traveling from a different time zone. The customer reported that the pump correction bolus was correct as it was based on the time that the pump had. Blood glucose was 210 mg/dl. The customer required no further assistance.